Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002.

Event description:
It was reported that patient's pocket area was red, swollen, and had thinning of the skin, but no actual erosion. A pocket revision was performed and serious anguineus fluid was observed, with the inside of pocket appearing infected. The pocket was irrigated with bacitracin solution and the patient was treated medically with antibiotics. Subsequently, the system was explanted, and a new system implanted on the right side. It was further reported that the right atrial (ra) lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications have been reported as a result of this event.